Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Stm was able to confirm that the batteries were almost completely drained and due for replacement next month during normal pm. Stm plugged the cs300 in and let it run overnight and ordered a new set of batteries. Batteries did hold a charge and passed the run time test. But with the batteries coming due next month - it was decided to go ahead and replace the batteries and perform the pm. Getinge's service department will request moving the pm cycle up one month to a march/october as apposed to a june/november pm cycle. Performed all functional tests and replaced batteries. Validated calibration. The iabp unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) battery failed. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.